Event description:
During surgery for a triplane fracture of the distal tibia, a cannulated screw peeled during insertion. The surgeon was able to remove the screw shaft but the peeled portion remains in the bone. The surgeon placed additional screws to complete the case.

Manufacturer narrative:
Device was not implanted. Manufacture date can not be determined wihtout a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.